Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed that the tubing was separated from the filter in the downstream part. An excess of solvent was observed in the port of the filter and the tubing. The insertion of the tubing into the filter was in accordance to specifications. Dimensional testing was performed at the tubing and no issues noted. The reported condition was verified. The cause of the condition was determined to be an assembly related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non dehp solution set was separated from the filter. This was identified at the time of opening the packaging prior to patient use. There was no patient involvement. No additional information is available.